Manufacturer narrative:
This is one event (peritonitis-sepsis) of two events reported for the same patient involving three separate products.

Event description:
The plaintiff's atty alleged that the plaintiff experienced multiple peritoneal infections and sepsis on unk dates in (B)(6) and (B)(6) of 2009 after use of the product.